Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure cutter" was confirmed. During the pre-repair diagnostic assessment the device was found to have the condition of "cannot secure the cutter". If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6) stating that the device cannot secure the cutter. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.